Event description:
It was reported that the procedure was being performed in the intensive care unit. Upon insertion the spring wire guide unraveled. As a result, another kit was opened and used successfully for the pt. There was no delay in treatment and no death or complications to the pt were reported. Follow up information received on (B)(4) 2012 states the wire was found to be unraveled when removing from the introducer needle. The wire was removed intact. There were no pt complications reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.